Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen. It was reported that the patient experienced a skin reaction with an infection at the needle puncture site. The event occurred an unspecified number of days after the sensor had been inserted in the abdomen. Prior to sensor insertion the area was cleansed with alcohol. After sensor removal the patient consulted a physician (unspecified date) who prescribed an unspecified medication. The area did not improve, and she developed an infection. On 07/18/2023, the patient went to the hospital (presumed to mean emergency department) and an incision and drainage was performed. The patient stated the surgical incision left a "big wound on her stomach." At the time of the report, the area was in its healing stages. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).